Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the delayed keypad response, which was experienced during evaluation. It was found to be caused by a failing processor printed circuit board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device had a delayed keypad response. There was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported in error. Manufacturer report number 1314492-2016-88283 is currently not assigned to any manufacturer reference number. Manufacturer reference number (B)(4) has been re-submitted with the correct assigned manufacturer report number 1314492-2016-03033. Manufacturer report number 1314492-2016-88283 can be removed from the FDA database.